Event description:
It was reported that the patient presented to a scheduled generator upgrade procedure. During the procedure, while taking out the chronic right ventricular (rv) lead, the left ventricular (lv) lead was dislodged. The left ventricular lead could not be re-positioned, and the lead was capped. The patient condition was stable.